Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a radiofrequency treatment on her neck. She stated the device experienced issues during the procedure and after it, the device felt hot to the touch. Boston scientific technical services (ts) advised further evaluation by the following physician. No additional adverse patient effects were reported. At this time, this device remains in service.